Event description:
Reportedly the user's hearing performance with the device is affected. The user's family did not report any specific trauma. Reimplantation is considered.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility can be assumed. However, a device investigation is necessary to determine a root cause. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found.

Event description:
Reportedly the user's hearing performance with the device was affected. The user's family did not report any specific trauma. Recipient was re-implanted on (B)(6) 2021.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly the user's hearing performance with the device is affected. The user's family did not report any specific trauma.